Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was resetting and unable to charge a test battery pack. Upon evaluation, the charger/modem exhibited a bga failure at components u104 (pxa) and u1003 (pld) on c/a board sn (B)(4). The root cause for the bga failure could not be positively identified. In addition, the q1 current controlling transistor was shorted. The root cause of the shorted transistor cannot be positively identified. The root cause of the inability to power on cannot be distinguished between the bga failure and q1 failure. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was resetting and not charging the battery packs.